Event description:
It was reported that this pacemaker was exhibiting high threshold measurements and intermittent capture on the right atrial channel. No pacing inhibition was noted and no changes were made. The pacemaker remains in service and there were no adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.